Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No e or a alarm anomaly during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and they received insulin pump error. The customer blood glucose level was 50 mg/dl at the time of incident. Customer was able to clear the alarm but was unable to complete rewind the insulin pump. It was unknown whether the customer was using auto mode feature at the time of incident. The insulin pump will be returned for analysis.